Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) was in back up mode. The ICD was reprogrammed/reset. The patient was stable.